Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Exemption # e2014015. Total number of events summarized - 1845. Aris - 1642. Supris - 176. Omnisure - 19. Minitape - 8 - attachment: [otn- aug-sept_2016 (2).zip].

Event description:
Patient's legal representative stated pain, nausea, dysuria, infection, nocturia, vaginal discharge, and urgency